Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: (B)(4) samples were returned. All had one small bead of gel between 3 and 10mm above the main body of gel on the inner wall of the tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6025654. Conclusion: most likely root cause is drooling gel dispense nozzle. This is where additive drips from the nozzle prior to it being in the correct position. This is normally a transient issue impacting a small number of tubes.

Event description:
It was reported that bd vacutainer® pst¿ ii tube 3 ml with light green hemogard closure had gel that parts at the inner wall. No injury or medical intervention reported.